Manufacturer narrative:
(B)(4). The incident sample has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the device did not activate. The device was returned with a snap pin missing. The customer confirmed that nothing fell into the pt cavity. There was no pt injury or blood loss as well.